Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer confirmed the reported problem and replaced the speaker to resolve this issue. The customer complaint of ¿primary alarm failure (e/c1102)¿ was able to confirm customer complaint. Voice coil is open. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the primary alarm failed (1102). There was no patient involvement.